Event description:
It was reported the intraocular lens was removed and replaced without complication due to the patient's residual myopia.

Event description:
The physician removed and replaced the multifocal intraocular lens (iol) without complication, due to the patient's intolerance of the glare and halos she experienced. Lens was implanted during a refractive procedure.

Manufacturer narrative:
Inspection of the intraocular lens (iol) at the manufacturing site confirmed the diopter of the lens was correct as labeled. While we are unable to definitively determine the cause of this event, our investigation reasonably suggests it is not manufacturing related.

Manufacturer narrative:
Device was received and is currently being evaluated at the manufacturing site. Physician confirmed the incorrect diopter was initially implanted. A 16.5 diopter lens was replaced with a 13.5 diopter, patient's visual acuity is good.